Event description:
Report received of a pump powering off intermittently. The pump was programmed to infuse a 240ml solution of adriamycin and vincristine at a continuous rate of 2.5ml/hr for 96 hours. At 1:30pm a homecare nurse initiated the solution. At 6:00pm, the homecare patient called the nurse and reported that any time patient moved the pump, the pump gave an audible tone and displayed "power loss". The nurse returned to the patient's home and utilized a second pump in the patient's home to resume the chemotherapy. The homecare nurse estimated that the chemotherapy infusion was behind by 30 minutes. The patient did not experience any adverse effects. Though requested, there was no further information available.